Manufacturer narrative:
The device was returned for analysis. The reported material separation was able to be confirmed. The reported difficult to advance was unable to be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Reportedly, the physician might not have locked the thumb slide after retracting the slide after deployment. It should be noted that the supera peripheral stent system instructions for use (IFU) states: following confirmed implantation of the supera stent, retract the thumb slide in a single motion to the starting position on the handle and rotate the system lock and deployment lock into the locked position, in line with the thumb slide. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that the hydrophilic coating of the non-abbott guide wire had not been activated resulting in the reported difficult to advance. During removal, interaction with the heavily occluded, calcified anatomy and/or inadvertent mishandling resulted in the noted shaft kink and ultimately resulted in the reported tip separation/noted tip jacket and inner member separations. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
H6: medical device problem code 2017 - incorrect removal. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a heavily occluded lesion in the superficial femoral artery (sfa) with calcification. Cutdown was in place since it was a hybrid surgical procedure. The 5.5x100mm supera self-expanding stent system (sess) was advanced and stent was implanted. It was noted that the hydrophillic coating of the non-abbott guidewire had not been activated and the guidewire got stuck with the supera delivery catheter. Upon removal, the nose cone of the supera delivery catheter and a small portion of the stabiizer guidewire separated in the anatomy. There was no resistance during removal. Removed delivery catheter from the guidewire, wet the guidewire and repassed. Physician might not have locked the thumb slide after retracting the slide after deployment. This was confirmed visually when the device was re-inspected. Prior cutdown to popliteal was already in place so nose cone was pushed forward to engage with distal sheath. Wire access was through-and-through (from femoral access sheath to popliteal sheath). By pulling on the wire from the popliteal end, the nose cone followed the wire and lodged into the popliteal sheath so was easily retrieved. There was no clinically significant delay in the procedure. No additional information was provided.